Event description:
Caller reports that during a correlation study, the following coaguchek s/laboratory results were obtained: patient #1: 2.6 inr / 2.0 inr; patient #2: 4.8 inr / 3.41 inr; patient #3: 4.7 inr / 3.44 inr; patient #4: 3.0 inr / 2.2 inr; patient #5: 3.8 inr / 2.38 inr. No treatment information provided. No adverse event reported. Strips not available for return. Requested return of suspect device and replacement sent.